Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value up to 280 mg/dl after lunch and perceived that the ilet was not delivering sufficient insulin; troubleshooting confirmed no issues with the infusion set or tubing, and education was provided that the ilet moderates insulin delivery to reduce hypoglycemia risk. Symptoms included elevated blood glucose. Outcomes included continued monitoring with blood glucose trending down during the call and a terminal value of 260 mg/dl. Investigation included technical troubleshooting by phone and user education. Investigation of this case revealed no device malfunction detected and no infusion set or tubing issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.